Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform self-test, rewind, seating, basic occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to verify failed battery test alarm due to blank display. The electronic assemblies and motor assemblies were inspected, and found moisture damage to the pcb1 board and pcb 2 board. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, and cracked battery tube threads. Unable to verify failed battery test alarm due to blank display. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed moisture damage to the pcb1 board and pcb 2 board. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Event description:
It was reported to medtronic minimed that the customer experienced a crack from the battery insertion port to the bottom on the side of the insulin pump, when battery failure suddenly occurred after inserting a new battery. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including reviewing the history of the crack, confirming battery cap compatibility, and advising the customer to switch to an alternative device while awaiting further instructions from the person in charge. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.